Manufacturer narrative:
Fdr and fdc codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.4 expiration date and h.4.mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: ¿ 352 ml/min 02 xferc; 240 ml/min co2 xferc; 230 mm/hg delta pblood conclusion: reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that unusually low po2s were observed during bypass with the fusion oxygenator. The patient was  undergoing a mini aortic valve replacement (avr) and was on cardiopulmonary bypass (cpb) for 251 minutes. Recorded values included multiple measurements of oxygen saturation, po2, hemoglobin, and pump flow. At 70% saturation, readings included po2 values of 311, 329, and 304 with hemoglobin levels of 9.9, 9.8, and 10.5, and flows of 4.6 l/min and 5.12 l/min; the act was 665  at 30°c. Additional measurements showed 80% saturation with po2 171, hemoglobin 10.2, and flow 5.12 l/min; and 90% saturation with po2 387 and 287, hemoglobin 10.3 and 9.0, and flows of 5.8 l/min and 4.7 l/min, noted during rewarming toward 31°c. At 100% saturation, po2 was 467 with hemoglobin 9.0 and flow 4.7 l/min. Further entries included 90% saturation with po2 285, hemoglobin 8.6, and flow 4.7 l/min, and finally a measurement at 95% saturation with po2 314 and hemoglobin 9.0.the device was continued to complete the case and was not replaced. No patient complications have been reported as a result of this event.